Event description:
Information received by medtronic indicated that the insulin pump alarmed x picture with an open book image on screen and insulin pump died. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2 and force sensor. No corrosion or moisture damage found on the battery tube, motor and vibrator assembly noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 19:50:49.000 (B)(6) 2022 10:07:12.000 to (B)(6) 2022 10:19:00.000 (B)(6) 2022 11:11:50.000 low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 12:14:00.000 (B)(6) 2022 09:07:00.000 and (B)(6) 2022 09:27:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 17:48:00.000 (B)(6) 2022 19:16:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2022 18:19:00.000, (B)(6) 2022 18:29:00.000 (B)(6) 2022 19:47:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 18:31:39.000 (B)(6) 2022 10:20:25.000 and (B)(6) 2022 10:20:33.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 10:07:18.000, (B)(6) 2022 10:08:01.000 (B)(6) 2022 10:08:24.000, (B)(6) 2022 10:08:45.000 (B)(6) 2022 10:08:58.000 upon checking on the power data/detail trace file, low battery alert, replace battery alert, replace battery now alarm, power loss alarm and failed batt/battery failed alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2022 10:42:00.000 and (B)(6) 2022 10:52:00.000. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba1, pcba2 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Battery issues was not confirmed. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba1, pcba2 and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.